Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0uref, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported uncomfortable stimulation. The patient was getting ¿electrocuted all the time¿ and never had this happen on this setting before. The zapping stimulation sensation was going further down her right leg than it ever did and was going closer towards the patient¿s knee. If she moved just right or positional change it caused this zapping. This occurred 4 days prior to the report. It was noted that the patient had weight loss surgery and had been progressively losing weight. She had noticed that the implantable neurostimulator (ins) was loose and the patient could move the ins around. The patient's relevant medical history includes bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.